Event description:
A trilogy evo o2 international ventilator was returned to a third-party service center for service due to a failed software update. A vent inoperative message was displayed when the device was powered on. The software version installed was 1.06.15.00, and no issues occurred during the software upgrade process. There were no reports of harm or injury, and the device was not in patient use at the time of the event. During the evaluation, the service technician identified a ventilator inoperative evt_tpy_held_in_bm error in the device's event log. The device's system board was replaced to address this issue. An additional evt_power_vbus_dropped error was recorded in the event log. This was addressed by depleting the internal battery and verifying that it recharged to full capacity. The device was bench run to deplete both internal and external batteries and to confirm proper recharge functionality. No faults were found with either battery. An internal and external inspection of the device revealed no cosmetic damage. No alarms occurred during bench testing. All device testing passed. Due to the presence of an evt_drift_debug error indicating that the sensor offset during drift calculation was too high, a pneumatic test group was performed and passed.

Manufacturer narrative:
The reported failure of the device's system board due to a ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h28240494fe8f review confirms that the device met the final acceptance criteria and was released for final distribution.